Event description:
Reportedly, the device was explanted at implant. The replacement device was not reported. No patient information was provided. No further details are available. Information was learned through (B) (4) implant patient registry. The device will not be returned as it was discarded at hospital.

Manufacturer narrative:
Customer letter not required. This was determined reportable per edwards lifesciences procedures. No surgeon information was available. The DHR review was completed. This device passed all manufacturing and sterilization inspections with no nonconformance. Device discarded at hospital. No product return.